Event description:
It was reported by the customer that monitor/machine cannot measure, it was later clarified that the ac power module failed to charge batteries and power on the device. There was no report of patient involvement.

Manufacturer narrative:
(B)(4).